Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dtc system. During a clinical procedure, the catheterization laboratory did not communicate with the fluoro system correctly. The patient was safely removed from the system and transferred to an alternative system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined, however, the real time computer (rtc) was replaced. According to the information provided by the user, the system failed and the error message "no communication" was displayed and x-ray imaging as well as table and system movements became unavailable. During troubleshooting, the service engineer found that the real time computer (rtc) which controls the movements was down and would not boot anymore. Neither log files nor return parts were available for investigation. The rtc was replaced at the affected system and the error did not recur since. No root cause for the described system behavior could be found. Therefore, no further actions are to be taken as there is no negative awareness in regards to the quality and performance of the affected component.